Manufacturer narrative:
Unit was evaluated by the customer.

Event description:
It was reported that the jack could not be pumped up and was immobile due to the bumpers interfering with the casters. There was no patient involvement or adverse consequences.